Manufacturer narrative:
The reagent lot number is 715055 with an expiration date of 31-aug-2024. The service representative checked the rinse station and found 2 nozzles intermittently dripping. He flushed and cleaned the affected nozzles and fluid lines. He adjusted the gear pump pressure, cell blank water volume, and cleaned the probe. The precision check was acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue. No general product issue was found. The product meets specifications. The issue is consistent with the dripping nozzles from the rinse station.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 1 patient sample on a cobas c 513 analyzer. The initial result was 10.3%. The repeated results were 6.0% and 5.98%.